Event description:
It was reported that a few hours following a diaphragmatic hernia procedure in 2006, the pt started experiencing severe pain in all of her body. The day after the procedure, on the next day, the patient's general conditions worsened so that it was necessary to move the pt to another hospital, as she experienced respiratory insufficiency with post-surgery pneumomediastinum. Following x-rays, she underwent urgent surgery in which esophageal suture, omentopexy, splenectomy and jejunostomy were performed on the following day. After that, she was placed in a pharmacological coma, cannulated and treated with activated protein to help respiration. In the following month, the pt was under a motor reactivation program. On the next month, the jejunostomy was removed and on four days later, she was discharged.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.